Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. Customer's blood glucose level at the time of incident was unknown mg/dl. The customer was treated with intravenous insulin infusion for high blood glucose. Customer's current blood glucose value was 247 mg/dl. The customer did not experience any symptoms related to high blood glucose. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.